Manufacturer narrative:
Additional information: investigation: the required intake information to enable further investigation, such as the kit's lot number, was not able to be obtained and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert 195000 under the section performance characteristics. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional information received from the patient's testing site identified there were no issues with the test. The patient was retested and his results came back as positive. Per the customer, the patient didn't want to accept that he was positive. The investigation is still in progress. A supplemental report will be provided after completion. .

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binax now covid-19 ag card assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used. The patient was self swabbed. The patient stated that after a few seconds he was told he was tested positive for covid-19, while 15 minutes need to have passed before obtaining results. Repeat testing was not performed. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided. No information on patient harm/delay/ or impact in the patient's treatment was provided. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.